Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's electronic unit would not turn on after the patient heard a popping sound and smelled smoke coming from it. The patient was not injured when the popping occurred. A replacement unit was sent.

Manufacturer narrative:
Voluntary mw and user facility report number (B)(4) was received (B)(6) 2018. The form stated that the patient's cardiomems pillow was smoking, however it has been confirmed by the patient that the smoke was coming from the unit itself.